Event description:
Staretd IV, unable to get lock over blue screw in port, also unable to get syringe to attach to blueport, cath leaking blood during this process finally able to attach straight IV tube onto port with difficulty and step leak.